Manufacturer narrative:
Findings: inspected 1 opened/used sensor and performed continuity resistance test. Sensor failed per specifications. (B)(4).

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 95 mg/dl and the sensor glucose was 40 mg/dl it keeps suspending basal. Troubleshooting was also performed for calibration not accept and change sensor. The sensor will be returned for analysis.